Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. Functional testing was performed and it passed. The receiver case was opened and the internal inspection failed due to moisture damage. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver display screen becoming frozen could not be determined. A root cause cannot be determined.